Event description:
During the preventive maintenance of the da vinci surgical system, the intuitive surgical, inc. (Isi) field service engineer (fse) found there was friction with one of the patient side manipulators (psm). No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.

Manufacturer narrative:
The psm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test and the slow sweep test. The axis 2 brake was replaced to fix the reported issue. This complaint is being reported due to the patient side manipulator failing the weighted brake drop test and the slow sweep test during failure analysis.